Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to a fracture. The physician elected to perform an invasive procedure to cap the sensing portion of the lead, a new sensing lead was implanted.